Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Analysis of the pump revealed a stall due to shaft-bearing and corrosion and/or wear and/or lubrication of the gear train. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and company representative regarding a patient who was currently receiving hydromorphone (dilaudid) with concentration 6 mg/ml at a dose rate of 2.44 mg/day and bupivacaine with concentration 10 mg/ml at a dose rate of 4 mg/day via an implantable pump for spinal pain. An hcp reported that a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI) performed. An 8476 error code regarding a motor stall was seen on (B)(6) 2016 via the patient¿s personal therapy manager (ptm), but the patient heard no pump alarm. The pump was refilled on (B)(6) 2016 and everything was fine then, however the hcp did not access and review the event logs for the patient¿s pump. Regarding the refill on (B)(6) 2016, they got more drug back then expected which was noted as having been normal for this pump. As they did not conduct the refill, the hcp believed but was not certain, that the expected reservoir volume (erv) was 11 ml and the actual reservoir volume (arv) was 13 ml on (B)(6) 2016. No medical symptoms were reported. On (B)(6) 2016, a company representative reported that as per the event logs, the motor stall occurred on (B)(6) 2016 at 14:11 and had recovered the same day ((B)(6) 2016) at 22:00. There were no other stalls per the event logs. The patient was admitted to the hospital on (B)(6) 2016 and the pump alarm was audible. No rotor study was performed. Regarding the motor stall, the pump was replaced on (B)(6) 2016. The patient recovered without sequela.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.